Event description:
Customer reported that she had been experiencing high blood glucose levels in spite of administering insulin. Blood glucose level was 573 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, a cracked belt clip slot, and minor scratches on the display window.